Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, high cholesterol, dermatofibroma, degenerative disc disease, otitis, muscle spasm, headache, unilateral leg pain, numbness, rectal bleeding, constipation, wrist pain, hypercholesterolemia, depression, arthritis, herniated disc, fibroids, dysphagia, rhinitis and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased and alopecia had resolved and the headache outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, headache most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received : aka name added, reporter added, patient demographic updated, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, hair loss. Events severity, concomitant drug, medical history and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.